Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during knee arthroplasty, upon performing meniscus suture, thread dropped from the needle. Another thread was used to complete the case. There was no patient injury.